Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0206777919, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 12-feb-2017, UDI#: (B)(4)if information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead¿s plastic insulation covering pulled away from the point where it met the first/distal/#3 electrode and exposed the wires of the lead. It was stated the issue occurred while cleaning the proximal end of the lead with water-soaked gauze during a procedure to replace an implantable neurostimulator (ins) that had reached end of life. The operating hcp inserted the lead into the new ins and because the lead insulation extended well into the ins header, the hcp decided to tie two sutures around the overlap to ensure that the lead¿s insulation remained in place, so as not to expose the raw lead wiring to the moisture in the pocket. An in situ impedance test performed afterward ¿showed that none of the wire was exposed¿ as there were ¿good results for all electrode/electrode and electrode/ins tests.¿ it was stated the ¿fault didn¿t appear to be affecting therapy.¿ the issue was considered resolved at the time of report. The overactive bladder patient was alive with no injury at the time of report. No complications were reported or anticipated.